Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("device migrated to uterus"), menorrhagia ("abormal/heavy menstrual bleeding;menorrhagia"), vaginal haemorrhage ("vaginal bleeding") and pregnancy with contraceptive device ("pregnancy with contraceptive device") in a 30-year-old female patient (gravida 4, para 3) who had essure (batch no. 664667) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "hsg was not performed to confirm essure placement and tubal occlusion / she did not undergo essure confirmation test" in 2010 and device ineffective "device ineffective". The patient's past medical history included parity 3. Previously administered products included for birth control: nuvaring and yaz. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced abdominal pain lower ("severe lower abdominal pain; pain in abdomen"). In (B)(6) 2010, the patient experienced dyspareunia ("pain during intercourse"). On (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced dysgeusia ("metallic taste in her mouth") and migraine ("migrane headache"). On an unknown date, the patient experienced back pain ("severe back pain") and dysmenorrhoea ("dysmenorrhea"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, pregnancy with contraceptive device, abdominal pain lower, back pain, dyspareunia, dysgeusia, migraine and dysmenorrhoea had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, back pain, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: hysteroscopy done and tubal os located. Essure inserted without incident. Operative report: diagnosis: uterus, cervix (hysterectomy) a. Superficial adenomyosis of the uterus, benign. B. Benign proliferative endometrium without atypia. C. Mild chronic cystic cervices microscopic description-the endometrial/myometrial junction is irregular with superficial fingers of adenomyosis present into the underlying myometrium diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive concerning the injuries reported in this case, the following ones were described in patient¿s medical records: back pain, dysmenorrhea, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("device migrated to uterus"), menorrhagia ("abormal/heavy menstrual bleeding;menorrhagia"), vaginal haemorrhage ("vaginal bleeding") and pregnancy with contraceptive device ("pregnancy with contraceptive device") in a 30-year-old female patient (gravida 4, para 3) who had essure (batch no. 664667) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "hsg was not performed to confirm essure placement and tubal occlusion / she did not undergo essure confirmation test" in 2010 and device ineffective "device ineffective". The patient's past medical history included parity 3. Previously administered products included for birth control: nuvaring and yaz. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced abdominal pain lower ("severe lower abdominal pain; pain in abdomen"). In (B)(6) 2010, the patient experienced dyspareunia ("pain during intercourse"). On (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced dysgeusia ("metallic taste in her mouth") and migraine ("migrane headache"). On an unknown date, the patient experienced back pain ("severe back pain") and dysmenorrhoea ("dysmenorrhea"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, pregnancy with contraceptive device, abdominal pain lower, back pain, dyspareunia, dysgeusia, migraine and dysmenorrhoea had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, back pain, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: hysteroscopy done and tubal os located. Essure inserted without incident. Operative report: diagnosis: uterus, cervix (hysterectomy) a. Superficial adenomyosis of the uterus, benign. B. Benign proliferative endometrium without atypia. C. Mild chronic cystic cervices. Microscopic description-the endometrial/myometrial junction is irregular with superficial fingers of adenomyosis present into the underlying myometrium. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: back pain, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 1-jun-2018: pfs and mr received. Case became medically confirmed. Lot number added (664667). Events added: vaginal bleeding, dysmenorrhea. Event diagnosed with migration of her essure device was updated to device migrated to uterus. Treatment noncompliance updated to device monitoring procedure not performed. Outcome of events was updated to recovered/resolved. Outcome of pregnancy was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("device migrated to uterus"), menorrhagia ("abnormal/heavy menstrual bleeding;menorrhagia"), vaginal haemorrhage ("vaginal bleeding") and pregnancy with contraceptive device ("pregnancy with contraceptive device") in a 30-year-old female patient (gravida 4, para 3) who had essure (batch no. 664667) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "hsg was not performed to confirm essure placement and tubal occlusion / she did not undergo essure confirmation test" in 2010 and device ineffective "device ineffective". The patient's past medical history included parity 3. Previously administered products included for birth control: nuvaring and yaz. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced abdominal pain lower ("severe lower abdominal pain; pain in abdomen"). In (B)(6) 2010, the patient experienced dyspareunia ("pain during intercourse"). On (B)(6) -2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced dysgeusia ("metallic taste in her mouth") and migraine ("migraine headache"). On an unknown date, the patient experienced back pain ("severe back pain"), dysmenorrhoea ("dysmenorrhea") and headache ("headache "). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (vaginal hysterectomy), surgery (vaginal hysterectomy) and surgery (vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, pregnancy with contraceptive device, abdominal pain lower, back pain, dyspareunia, dysgeusia, migraine and dysmenorrhoea had resolved and the headache outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, back pain, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: hysteroscopy done and tubal os located. Essure inserted without incident. Operative report: diagnosis: uterus, cervix (hysterectomy) a. Superficial adenomyosis of the uterus, benign. B. Benign proliferative endometrium without atypia. C. Mild chronic cystic cervices microscopic description-the endometrial/myometrial junction is irregular with superficial fingers of adenomyosis present into the underlying myometrium. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: back pain, dysmenorrhea, menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: plaintiff fact sheet received: event headaches was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("diagnosed with migration of her essure® device") and pregnancy with contraceptive device ("pregnancy with contraceptive device") in a female patient (gravida 4, para 3) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 3. On (b)() 2009, the patient had essure inserted. In 2010, the patient experienced treatment noncompliance ("hsg was not performed to confirm essure placement and tubal occlusion"). On (B)(6) 2011, 1 year 1 month after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("abnormal/heavy menstrual bleeding;"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), dysgeusia ("metallic taste in her mouth") and migraine ("migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2013 plaintiff underwent vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pregnancy with contraceptive device, treatment noncompliance, menorrhagia, abdominal pain lower, back pain, dyspareunia, dysgeusia and migraine outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, back pain, device dislocation, dysgeusia, dyspareunia, menorrhagia, migraine and pregnancy with contraceptive device to be related to essure. The reporter provided no causality assessment for treatment noncompliance with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Most recent follow-up information incorporated above includes: on (B)(6) 2017: event migration lower, abdominal pain; severe back pain; pain during intercourse; migraines; and a metallic taste in her mouth added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.